Event description:
It was reported that low, out of range, high voltage lead impedance measurements were observed.

Event description:
New information notes that the lead was capped.

Event description:
New information notes that prior to being capped, a sudden increase in threshold was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
.